Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("pelvic infection") in a female patient who had essure (batch no. A96179) inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pelvic infection outcome was unknown. The reporter considered pelvic infection to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: plantiff fact sheet received. Event injury nos replaced with pelvic infection. Lot number added. Product, patient & reporter information updated. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("pelvic infection/ infection-pelvic") in an adult female patient who had essure (batch no. A96179) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test performed following insertion of essure micro-inserts nos". On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced loss of libido ("loss of sex drive"), depression ("depression"), anxiety ("anxiety") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced hypoaesthesia ("no feeling in finger tips") and muscular weakness ("loss of strength in hands"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). Essure treatment was not changed. At the time of the report, the pelvic infection, loss of libido, vaginal haemorrhage, menorrhagia, depression, anxiety, hypoaesthesia, muscular weakness, allergy to metals, dysmenorrhoea and fatigue outcome was unknown. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, fatigue, hypoaesthesia, loss of libido, menorrhagia, muscular weakness, pelvic infection and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 22-may-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information added. New events loss of libido, vaginal haemorrhage, menorrhagia, depression, anxiety, hypoaesthesia, muscular weakness, allergy to metals, dysmenorrhoea, fatigue, device monitoring procedure not performed were newly added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("pelvic infection/ infection-pelvic") in an adult female patient who had essure (batch no. A96179) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test performed following insertion of essure micro-inserts nos". The patient's past medical history included fibrocystic breast. Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included candidiasis since (B)(6) 2014 and multiparous. On (B)(6) 2013, the patient had essure inserted. In (B)(6), the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6), the patient experienced loss of libido ("loss of sex drive"), depression ("depression"), anxiety ("anxiety") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced hypoaesthesia ("no feeling in finger tips") and muscular weakness ("loss of strength in hands"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). Essure treatment was not changed. At the time of the report, the pelvic infection, loss of libido, vaginal haemorrhage, menorrhagia, depression, anxiety, hypoaesthesia, muscular weakness, allergy to metals, dysmenorrhoea and fatigue outcome was unknown. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, fatigue, hypoaesthesia, loss of libido, menorrhagia, muscular weakness, pelvic infection and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.